Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms and was treated in hospital. Customer's blood glucose value was 351 mg/dl at time of incident. Customer's current blood glucose value was unknown. Customer stated that they had got diabetic ketoacidosis because his pump was not working and was waiting on the sets so that he can be released from the hospital. Troubleshooting was performed and customer was explained about the 2 high blood glucose rule. Customer was in the hospital and taken manual injections and also had pneumonia and flu while in hospital. The product was not returned for analysis.